Event description:
The patient experienced intermittent stimulation. There was no known accident or incident related to this. The lead impedance measurements were greater than 3600 ohms on electrodes 0, 6 and 7. It was noted that the patient recently loss 80 lbs and the neurostimulator (ins) was flipping in the pocket. He was at the clinic. This issue did not resolve. Reprogramming was attempted, not using the high impedance contacts, and he had consistent stimulation coverage but not in the correct areas. When a different electrode configuration was tried the stimulation was intermittent. The impedance were checked again the electrodes that were normal before were greater than 3600 ohms, and the ones that were abnormal were within normal limits. It was not confirmed that the ins was flipped when interrogated, but there were no telemetry issues and the patient was able to charge effectively. No x-ray was performed. His doctor discussed a pocket revision secondary to his extreme weight loss to prevent future flipping. There was no known surgery date. Additional information has been requested.

Manufacturer narrative:
(B) (4).